Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced twiddler's syndrome. Both the right atrial (ra) and right ventricular (rv) leads were explanted and replaced. No further patient complications have been reported as a result of this event.